Event description:
It was reported that the ventricular lead showed low impedance. The impedance trend had decreased over time. It was also noted, at the recent office visit, that the threshold had increased since the last visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.